Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure, the device seemed to take longer than usual to get prepped. The bulb was pressed firmly with both thumbs and saline did not pull into the device as it normally does. Technician had to push deflate button to fill collapsed bulb and the repress bulb with both thumbs several times before saline was pulled into the bulb. Technician was eventually successful in prepping the device. We did cycle the device seven times to successfully get all the air bubbles out. This process took four extra cycles then normal. The device is implanted and working as designed. No issues or complications to the patient.